Manufacturer narrative:
An event regarding assembly issue involving duracon adaptor was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted adaptor with nothing remarkable to report. From the photographs provided there is no evidence of an assembly issue for the device. -material analysis, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right knee was revised due to a broken lateral condyle device. While revising the patient to a competitor system, the offset component was found to be insufficiently tightened. Rep does have pictures which will be provided, and reported that x-rays, medical records, and additional information beyond that will not be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to a broken lateral condyle device. While revising the patient to a competitor system, the offset component was found to be insufficiently tightened. Rep does have pictures which will be provided, and reported that x-rays, medical records, and additional information beyond that will not be released by the hospital or surgeon.